Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting. A field service engineer (fse) was dispatched and discovered a clog in the waste canister and also in the waste valve. The fse cleaned the valve, primed twenty (20) times with no problems, and verified the repair per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that when the unicel dxc 600i synchron access clinical system generated a hydro no response error, the operator opened the hydro instrument door and discovered a puddle of fluid. No injury or operator exposure was reported for this event.